Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son in law reported via phone call that the emergency medical service was dispatched and they were hospitalized due to high blood glucose on (B)(6) at 5 am. The customer¿s blood glucose level was 800 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Son in law of customer stated that the insulin pump was not functioning properly and due to which the customer was hospitalized. Son in law of customer stated that the customer was experiencing symptoms of a high blood glucose such as vomiting, diarrhea, and nauseated, then states that the emergency medical services was dispatched after a couple of hours of experiencing these symptoms. The customer was disconnected from the insulin pump before being taken into the hospital and was treated with an insulin drip via an intravenous insulin. Customer alleging possible insulin pump was under delivery. Customer reported that basal rates are programmed accurately. The insulin pump and reservoir will not be returned for analysis.